Manufacturer narrative:
Event date: the patient was hospitalized for the peritonitis on an unspecified date in ¿mid (B)(6) 2016¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described by the patient as due to ¿the home patient did not have supplies¿ (not further described). Per the nurse, the patient did not reuse any products as the clinic gave extra supplies to the home patient and the cause of peritonitis was ultimately unknown. The patient was hospitalized for the event. On unreported date(s), the patient began treatment for the peritonitis with unknown intraperitoneal antibiotics (doses, frequencies, and durations were not reported) and the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.